Event description:
The medical staff was seeing low oxygen values and lost the temperature reading following transport of the patient during the use of an unspecified licox catheter. It was reported that following the transport, "there was no temperature reading and ptbo2 reading was 5.8 mmhg. The catheter was removed. The patient was ok, but no values. It seems that was removed when they changed the patient. On the first 4 hours, the values where ok, ptio2 around 22 and the temperature was 38". Additional information was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.